Event description:
Complaint was received in a batch report from the distributor (log #(B)(4)) on (B)(6) 2013. Caller reported potential false negative hcg results with select diagnostics hcg dipstick. No evidence provided that confirmation testing was performed. No patient information was provided.

Manufacturer narrative:
Document review was performed: verified the product number, product description, lot number and batch record; no abnormal results were found. As the product was expired, no further investigation was possible. Conclusion: complaint was received 3 years after the product was expired. No information of date of occurrence and detail of the incident was provided. Unable to pursue further investigation. Unable to determine the root cause. Product expired in october 2010. No corrective action required at this time as no product deficiency was established.